Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 8 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for low flow alarms while on hospital h&h dropped down to 6 and 20.8 gi was consulted and ordered 2 units of prbcs. The patient reported recently had a dental work done and had bleeding from that procedure. There were no signs of bleeding noted and the patient had normal bowel movements. Patient h&h rose to 9.1 and 29.4 following transfusions the patient was discharged home on (B)(6) 2018.

Manufacturer narrative:
Device evaluation: a correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.